Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, multiple cartridge alarms occurred during insulin delivery, and subsequently the pump experienced intermittent shutdowns. Customer¿s blood glucose level was below 145 mg/dl. The customer reverted to an alternate method of insulin therapy.